Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible right ventricular pacing-induced cardiomyopathy. The right ventricular (rv) lead was capped and replaced at the time of implantable pulse generator (ipg) to cardiac resynchronization therapy defibrillator (crt-d) upgrade. No further patient complications have been reported as a result of this event.